Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to a blood glucose level of 20 mg/d. Customer stated they passed out and woke up in intensive care unit. Customer stayed in the hospital for a week. Customer was not wearing the device for less than 48 hours at the time of admission. Customer declined troubleshooting for low blood glucose. The customer would like the reservoir replaced as some of them did not work. The insulin pump was not replaced or returned for analysis.